Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Lot number is unknown. Explantation date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 11mm/130 deg ti cann tfna (proximal femoral nailing system) was implanted on may 7, 2017. On an unknown date, the nail broke.patient underwent revision surgery at a different facility. Details of that procedure are unknown. Patient status is unknown.concomitant prodicts: tfna helical blade (part: 04.038.295s, lot number unknown, quantity: one (1)) this report is for a 11mm/130 deg ti cann tfna 235mm/right ¿ sterile.this is report 1 of 1 for pc-000176268.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.